Event description:
The hosp emergency room staff attended to an elderly male pt diagnosed in ventricular fibrillation. A shock was administered using r2 defibrillation electrodes. There was allegedly no energy delivered to the pt. This opinion was based on a lack of expected pt muscular reaction. A second lifepak 9p defibrillator was made available and used. Again, there was allegedly no energy delviered to the pt. Another defibrillator was made available and used with no other problems reported. The pt was resuscitated but expired later. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. A basis for this opinion was not provided.